Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Cytostatics were pushed back next to the stamp during preparation.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two physical samples were provided to our quality team for investigation. Upon inspection, drug reside was observed between the stopper, verifying the reported incident. There was no other damage or defect identified within the device to indicate why the leak occurred, the stopper and plunger was verified to be properly assembled. A device history review was performed for reported lot 2407059, finding an maintenance order related to incorrectly assembled plunger rod. As the returned samples did not display this issue, we cannot confirm this incident is related to this finding. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringes; all product was verified to meet required specification. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident; therefore, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.